Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and revealed deteriorated piston foam. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported issue was due to the deteriorated piston foam. The device was sent for servicing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed volume accuracy testing. No additional information is available.